Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. It was unknown if the patient was hospitalized for the peritonitis event. Three days after the onset, the patient began treatment with fortum (1 gram per 2 liters, frequency, duration and route not reported) for peritonitis. At the time of this report, the patient was recovering from the peritonitis event. The action taken with pd therapy was not reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On an unreported date, antibiotic therapy was discontinued. On an unreported date, the patient recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.